Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tl and tore in the cartridge while advancing. The lens was not implanted and there was no pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.